Manufacturer narrative:
This is one of two reports submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in canada, a transcatheter valve replacement procedure was performed to implant a 29 mm sapien 3 ultra resilia transcatheter heart valve in aortic position via transfemoral approach. During insertion of the esheath+, the esheath+ kinked at area of abdominal aortic tortuosity. The commander delivery system was advanced with increased push force to straighten the esheath+. The valve exited the esheath+ but it was noted to be not positioned on the pusher, likely due to entrapment within the aortic wall or surrounding tissue. The patient developed increased pain and hypotension and imaging revealed an aortic rupture, attributed to the esheath+ or the valve on the delivery system. A balloon was inserted from the contralateral femoral access and cardiopulmonary resuscitation and blood transfusion were performed. A covered thoracic endovascular aortic repair (tevar) stent was deployed. The pusher was re-advanced to the valve, and the devices were removed as a single unit. A new esheath+ was introduced, and a 29 mm sapien 3 ultra resilia valve was successfully deployed with a good immediate result. Post-procedure, the patient remained intubated in the intensive care unit on inotropic support. The left ventricular ejection fraction was of 20%, decreased from a baseline of 50% and the patient's clinical status continued to deteriorate, with rising lactate levels on the following days. The medical team recommended transfer to the operating room for abdominal decompression, exploratory laparotomy, and resection of suspected ischemic bowel. The family declined further surgical intervention and elected palliative care. Despite supportive measures, lactate levels continued to rise, and the patient died three days later from multisystem organ failure. Provided intraprocedural imagery showed the valve crimped over the crimping balloon area of commander delivery system. The flex tip was observed in contact with the crimped valve but not coaxially aligned. The valve was observed advanced through the esheath+ tip and stuck within the abdominal vessel. The root cause of the event was attributed to tortuous anatomy. The esheath+ was returned and it was observed that the distal tip was opened and split.